Manufacturer narrative:
The returned device was evaluated which included functional testing.  The device was turned on via battery power and ac power.  During the operational testing the unit provided visual and audio alarms and passed simulation testing by providing accurate measurements. During burn-in oven testing, the device turned off on it's own while connected to ac power. Internal inspection found contamination on the instrument board component that receives on and off inputs. A service history record review reveals that this unit was in the field for over six (6) months with no previous reported issues related to this reported event.

Event description:
The customer reported the device powers off after 10-20 minutes. No consequences or impact to patient were reported.